Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. According to the instructions for use (IFU), the gore® excluder® aaa endoprosthesis provides endovascular treatment of infrarenal abdominal aortic aneurysms (aaas). Additionally, the gore® excluder® aaa endoprosthesis is comprised of two components, the trunk-ipsilateral leg endoprosthesis and the contralateral leg endoprosthesis.

Event description:
On (B)(6) 2016, this patient underwent endovascular repair of a left internal iliac artery aneurysm using a gore® excluder® aaa endoprosthesis. The distal portion of the left internal iliac artery was coil embolized, and a contralateral leg component was implanted within the left common iliac artery and extended distally to intentionally cover the left external iliac artery. The patient tolerated the procedure. On (B)(6) 2017, computed tomography (CT) showed a proximal type I endoleak. On (B)(6) 2017, the patient underwent reintervention and an additional contralateral leg component was implanted proximal to the previously implanted endoprosthesis and extended coverage up to the level of the aortic bifurcation. The patient tolerated the procedure and the endoleak was resolved.